Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the low ens battery issue was determined, but was not stated. It was noted that there was not a lead positioning issue; the patient needed an adjustment.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4) applies to lead only. (B)(4) applies to verify and lead. (B)(4) applies to verify and lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient said there was complication and they had to be flipped a few times which is why they think their whole body is sore. They usually sleep on their right side, but couldn't because the ens was on their right side and the incision was slightly sore. The patient further explained they feel miserable, hardly slept and was a little out of it because of the general anesthesia administered to them. The next day, patient said it was hard to tell how many times she got up last night because they take "narco" to sleep. They will sleep an hour there, and then the medication knocks them out. On (B)(6), patient says they are exhausted as the patient is sleeping through the day and they get up every hour at night. The have tried so many medications for sleeping, but nothing is working and they can't take their regular sleep medication because of the trial; they are going with no sleep at this time with the evaluation. They are still leaking and they feel that it's too much; the battery is low. The patient further stated there were a lot of problems with evaluation placement as well. During the call, they were changed from program 1 to 2 and they are going to speak with their healthcare provider (hcp) tomorrow about the batteries being changed. The next day, they are concerned with their symptoms since switching to program 2; they got up three times last night. The patient was soaked including 2/3 of the bed; this is the third time they leaked. They stated that last night was horrible and leakage was as severe as before. As a result of what was reported, stimulation was increased to 0.5 ma. They further stated that on program 1, the leakage was never bad and they weren't changing briefs so much, but they were voiding frequently. They lastly said surgery (evaluation start) went terribly and they were out of whack from it. No further patient complications have been reported as a result of this event.